Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hypoglycemia. The customer's blood glucose level was 26 mg/dl at the time of the incident. The customer was experiencing low glucose for several months. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was unable to complete carelink upload. The customer does not allege that the insulin pump was over delivering. The customer reported that the programming was accurate. The customer reported that the insulin pump did not worn during a medical procedure or test around an magnetic resonance imaging. The device will not be returned for analysis.